Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and it was discovered that the implanted paddle lead had migrated three vertebral bodies up. Therefore, the patient underwent a procedure during which two new leads were implanted. The tails of the existing paddle lead were disconnected from the implantable pulse generator (ipg) in order to make room for the new lead additions however, it remained implanted. There were no reported patient complications and the patient was expected to fully recover postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred between september 2024 and january 2025.